Manufacturer narrative:
S/w version = 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged unexpected battery power loss on 06-apr-2023. Pump passed displacement test, self test and active current measurement. Pump failed sleep current measurement due to high current caused by moisture damage on the electronic assembly and harness assembly vibrator/power board. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. When the battery was removed during testing, in order to perform the active current measurement and sleep current measurement, the pump did not immediately recognize that the battery was removed. The pump alarmed replace battery alert a minute after the battery was removed and would not recognize the new batteries or the battery emulator. This was caused due to corrosion on the harness assembly vibrator/power board. The pump downloaded history confirmed the pump alarmed low battery alert on 04/06/2023 at 06:41:00.000. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor, harness assembly vibrator and force sensor. The following were noted during visual inspection: battery cap contact missing, corroded battery tube, pillowing keypad overlay and keypad overlay texture damage. Unexpected battery power loss was confirmed due to moisture damage on the harness assembly vibrator, pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer called and stated that had changed the battery and the low battery warning will not go away the customer used 6 new batteries.  No harm requiring medical intervention was reported. The troubleshooting was performed. The customer had discontinued using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.